Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. The customer's blood glucose reading was 135mg/dl at the time of incident. Troubleshooting found that the alarmed cannot be cleared. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and unexpected restart tests. No unexpected restart error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and minor scratches on the lcd window.